Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could only confirm that the event did not result in patient injury. Dräger derives the following: the reported issue and the findings and conclusions submitted in the ufr can neither be confirmed not denied. It can be postulated that the event did not occur in single-fault conditions. The device is equipped with an internal battery to cover mains power losses for a certain period. When mains power gets lost for whatever reason, the device will post an alarm to indicate that it runs on battery, depletion alarms will be posted at 20% and 10% residual capacity. At full depletion/shut down, the device will post a power-loss alarm for at least 2 minutes via a buzzer that is buffered by an independent power source (goldcap). The user has either ignored the battery warnings until complete shut-down or - which would be more plausible - has put the device into operation with a completely worn internal battery that wasn't able to supply the device with electrical energy when mains power was lost. The internal battery is subject to wear and tear and shall be inspected regularly; the recommended exchange interval is 2 years. The IFU emphasizes that the internal battery serves as an important fail-safe mechanism and that its availability shall be checked prior to each new ventilation episode. The device is more than four years old, it is not known if the battery has already been replaced or is still the one installed at the time of manufacture. Finally, it is being concluded that - even under consideration that a malfunction of the power supply may have occurred - the failure could only come into effect due to additional contributing factors of lack of preventive maintenance and/or use error in terms of failure to follow the instructions of the manufacturer. It is recommended to the hospital to have the device checked by authorized service personnel. If repair measures are considered necessary, original dräger spare parts shall be used.

Event description:
Dräger received an ufr with the following content: "during operation, the device suddenly lost power and could not be turned on. The patient's blood oxygen level dropped, necessitating an emergency ventilator replacement. The power module was damaged, resulting in no ac input. The battery's stored power was depleted, resulting in the device shutting down and being unable to power on.". There was no detail in the report which would reasonably suggest that the event led to health consequences for the patient.